Event description:
Customer alleged the left side of the toilet safety frame behind the arm pad bent when being used. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 1392kd, serial number/date code and age of product are unknown. The owner's manual part number 1148125 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers weight is (B)(6), their age, height and gender are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the left side of the 1392kd toilet safety frame is allegedly bent, behind the arm pad. Page 1 of the instruction sheet, #1148125, states the warning, "the toilet safety frame is designed to provide support, increase stability and assist the end-user. The toilet safety frame is not designed to support the total weight of an individual. Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary." The consumer's weight is stated as (B)(6), the weight limitation for the 1392kd toilet safety frame is 250 pounds, stated on page 4 of form #10-153, rev 03/12 (sell sheet). Replacement being sent on (B)(4). No injury is alleged.